Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 796927, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The patient was doing well postoperatively, and the explanted products were discarded per hospital policy.